Manufacturer narrative:
We received the affected instrument for analysis and we could confirm that the instrument was not compliant to specifications as a subcomponent of the instrument had been assembled in the wrong direction. We checked the DHR of the lot# involved: the welding anomaly was not detected during the incoming inspection (specific check is performed on a sample for each lot# only) according to our investigation result, the root cause of this issue was an error made by the supplier during the assembly process of the instrument: the welding of the involved component was not performed in accordance to the drawing. We also checked other instruments belonging to the same lot# and to different lot#s from the same supplier: all these instruments were compliant. To avoid the recurrence of further similar issues, we planned the following corrective/preventive actions: extension of the specific check from one sample of the lot only, to the 100% of the incoming instruments with code 9061.20.065. This action will ensure that any further non compliant instrument will be detected and discarded before reaching out the market. Training sessions to all the incoming inspection operators, to ensure that the check will be performed on all the incoming instruments of each lot#. We are confident that after the implementation of the above mentioned actions, the recurrence of further similar issues will be avoided. Pms data: this is the only similar intra-op issue we are aware of on a total of 233 instruments manufactured with code 9061.20.065. Specific occurence rate is 0.43%. Limacorporate will continue monitoring the market to confirm the effectiveness of the corrective actions introduced.

Event description:
During surgery occurred on (B)(6) 2019, the upper part of 9061.20.065 lot #18ag0j7 seemed to be melded in the wrong direction. This issue caused 30 mins of prolonged surgery time. According to the info received, the surgery was positively completed as "the assistant of the surgeon held "the tower" together, after align the axes - then the surgeon did the fixation of the tibial-cuttingblock, under observation of the correct slop and the highs." No other adverse effect on the patient due to this issue. Event occurred in austria.

Manufacturer narrative:
By checking the DHR of the lot# involved, no anomaly was found on a total of 10 tibial em guide cutting block with lot #18ag0j7. We will submit a final MDR once the investigation will be concluded.

Event description:
During surgery occurred on (B)(6) 2019, the upper part of 9061.20.065 lot #18ag0j7 seemed to be melded in the wrong direction. Event occurred in (B)(6).